Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. No adverse impact to the customer's blood glucose level was reported. The customer completed the necessary steps to remove air from the cartridge, used room temperature insulin, did not refill, reuse, or overfill the cartridge, and loaded a new cartridge onto the pump because the previous one was empty, which resolved the issue.